Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock. Lead was repositioned successfully. Patient was stable.

Event description:
New information recieved notes that the inappropriate shocks were delivered due to rv lead dislodgement. The issue was observed post implant procedure while the patient was still in the hospital.